Event description:
Health care professional reports a pt reaction using a dry pack psn 170 dialyzer. This was the first time the pt had used a psn dialyzer; prior to this treatment the pt was using reused polysulfone dialyzers. The pt was currently in the hosp for complaints of chest pain. The healthcare professional reports the pt was complaining of nausea prior to onset of hemodialysis treatment; however, one hour into the treatment the pt complained of nausea, pruritus especially of hands and feet, and wheezing. The pt's blood was rinsed back at this time and 50 mg of benadryl was administered intravenously. The pt's symptoms were relieved within minutes. The pt was placed back on dialysis using a polysulfone dialyzer without incident. The healthcare professional reports the pt did have a reaction to an an-65 dialyzer in the past. The healthcare professional reports the pt is fully recovered at this time.